Event description:
It was reported that the device gave a moto service due alarm. The results of the investigation found that the device's upstream occlusion (uso) seal was delaminated. There was no patient involvement.

Manufacturer narrative:
E: phone number ext. (B)(6). H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, which found a delaminated upstream occlusion (uso) seal. The uso seal was replaced to fix the issue.